Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction did not recur post-reset, and the customer was advised to continue using the pump and to contact support if any issues arose again, which the customer understood and acknowledged.